Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using the glidepath hemodialysis catheter. Post the procedure on may 03, 2026, poor catheter function was noted in the right neck hemodialysis catheter, with a severe blockage identified at the catheter tip. The patient subsequently underwent removal of the right neck catheter and insertion of a catheter via the femoral vein. Upon evaluation, it was identified that the clamp on the extension tubing was not securing tightly. Reportedly to proceed with treatment, a new access site was established to complete the catheterization. There was no reported patient injury.